Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No pt injury was reported.

Event description:
Three probes placed into tumor, the freeze cycle was begun and one probe from the 3pk frosted up the shaft through the skin. It was immediately thawed out and taken out.